Event description:
Additional review indicated that the patient stated he was in high dosage and the patient thought it was at 28 milligrams a day or 27 point something. The patient started feeling the pain after he moved something and he heard his back went do something. The patient took 4 months off from work and then the pain went away. Then the patient went back to work and ¿got stuck lifting something heavy and it hurt again. ¿

Event description:
It was reported that the patient was experiencing a change in therapeutic effect. The reporter stated the patient was experiencing acute pain following an activity. The patient went to move something in (B)(6) 2012, and at that time "did something to cause pain." The patient took 3 months off of work to allow his back to heal. The patient reported that "everything was fine", and went to lift something that "wasn't that heavy, and was now in pain again. It was unclear if there were two occasions of activity which caused pain, or a reoccurrence of the pain from one lifting event. The patient was experiencing pain in the low back and bilateral lower extremities. The reporter stated that the healthcare provider (hcp) was aware and performed appropriate medication adjustments to manage the pain. The hcp ordered an MRI to further troubleshoot the patient's new pain. The patient was going to have an MRI of the I-spine related to the pump therapy, and another MRI of the head/brain which was unrelated to the pump system. It was further noted that the hcp will "be putting a scope down the patient's throat to find out what is behind the patient's stomach." The specific reason for the scoping procedure was unclear. The medication in the patient's pump was dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # j10996r15, implanted: (B)(6) 2002, product type catheter. (B)(4)